Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had ¿a lead or something hanging.¿ they stated that their bandage was bloody, but dried, and they wanted to know if they could change it or not. It was recommended that they follow up with their healthcare provider. On (B)(6) 2017, the patient stated that they got their leads changed, and had been doing much worse. No further patient complications are anticipated or expected as a result of this event.